Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device error-ed out on the initial investigation. This was found to be caused by the motor not being seated correctly. The working length was stiff about 18inches. There was a crunch in the stiff end of the working length. It was dissected with a razor blade and there appeared to be a stain on the fibers. A sample was sent for further analysis. The inner lumen was flushed with water - no leaks observed. Further dissection of the inner lumen was done to determine if the stain was from inside the inner lumen, or if it came from the outside in. It was determined that the stain originated from outside the jacket, and moved inward. This fact indicated that a breach to the jacket mostly likely exists. Microscopic inspection could not locate the breach in the jacket but evidence supports the likely existence of one.

Event description:
It was reported that during a vascular intervention procedure to treat a lesion in the superficial femoral artery (sfa), the turbo-power device malfunctioned. Reportedly, the rotation mechanism did not function properly and it would not rotate. Upon inspection of the returned device, a breach to the outer jacket of the device was discovered. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.